Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: stent implanted in unintended site. It was reported that during a direct stenting procedure, the omnilink elite stent delivery system (sds) did not cross the totally occluded, heavily calcified iliac artery lesion. During withdrawal of the sds, resistance was met and the stent dislodged from the balloon in the external iliac artery. The stent was deployed and implanted in the external iliac artery. A second omnilink elite stent was successfully implanted in the target lesion.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient and the stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.